Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 347 mg/dl at the time of incident. The customer stated that her blood glucose reached 563 mg/dl and dropped down to 527 mg/dl when treated with manual injection. The customer also stated that she experienced nausea and her vision was not great. The customer also stated that she gets air bubbles frequently but there no leaks on the tubing and reservoir. The customer also stated that the cannula was bent. The customer's blood glucose was 418 mg/dl at the end of the call. The insulin pump will not be returned for analysis.